Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set ) during dwell 3 of 5 on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the errors meaning. The hp would complete therapy with a manual exchange later that day. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp continued therapy using manual supplies and resumed therapy the following night on the cycler. The hp did not follow up with the peritoneal dialysis nurse (pdn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.